Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated, that the tubing was cracked/broken, and it broke off from the connection needle when the patient changed site. The patient stated that the tubing was brittle. No further information available.